Event description:
Reporter indicated that the pt's device was registering high impedance, and that the pt is now experiencing an increase in seizures. The increase in seizures are believed to be the result of the loss of therapy, as indicated by the high impedance. The physician is unaware of any manipulation or trauma that may have led to the onset of the high impedance. X-rays were taken and reviewed by the physician, and he stated that he did not see any issues with the lead, and would not be sending the x-rays for review by the manufacturer. The pt is scheduled for a lead revision surgery, but that surgery has not taken place yet.

Manufacturer narrative:
Device failure suspected.